Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There was no harm or injury reported. The remstar auto a-flex device was returned to a third-party service center for evaluation. During evaluation of the device at third-party service center, damaged foam, cannot be disassembled from the chassis. The device was scrapped following the evaluation.

Manufacturer narrative:
A remstar auto a-flex device was returned to a third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There was no report of serious or permanent harm or injury. No medical intervention was specified. "During the evaluation of the device at the service center, the device was visually inspected, and it was confirmed that there were no foam particles in the assembly. The technician did confirm the present of damaged foam that could not be disassembled from the chassis. The device was scrapped.". In box b, product problem, 510k and box d date return are updated in this follow-up. Updated b5 will be : a remstar auto a-flex device was returned to a third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There was no report of serious or permanent harm or injury. No medical intervention was specified. "During the evaluation of the device at the service center, the device was visually inspected and confirmed there was no foam particles in the assembly. Additionally, secondary contamination such as dust/dirt was not found inside the device. The device was scrapped.".

Event description:
A remstar auto a-flex device was returned to a third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There was no report of serious or permanent harm or injury. No medical intervention was specified. "During the evaluation of the device at the service center, the device was visually inspected, and it was confirmed that there were no foam particles in the assembly. The technician did confirm the present of damaged foam that could not be disassembled from the chassis. The device was scrapped.".